Manufacturer narrative:
Product ID: neu_siliconeanchor, explanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
Please see manufacturer's report #3007566237-2013-00453. The patient had experienced an (B)(6) infection in 2001, about ten years prior to this event. It was reported that the patient had lost "quite a bit of weight" after his pump was explanted in 2001, but the patient's catheter and anchors were left within the body. The patient stated that "the anchors were just under the skin, they were palpable and very sore" and he had them removed "on the (B)(6)." It was noted that the catheter remained within the patient. The patient stated that he was "doing fine." Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received.